Event description:
Hcp reported that device was explanted per the annual device tracking report. Event reported was, "pt had knee infection, a lot of problems with fluid accumulation in pump." Despite repeated requests for additional info, no response to the requests have been received. No more detail is known by the MFR.